Event description:
A site rep reported he was unable to establish communication with the wired tracker. As the surgeon was still exposing the pt using the c-arm; no imaging or navigation was used and navigation discontinued to complete the procedure. There was no impact on pt outcome.

Manufacturer narrative:
Device MFR date not available at the time of this report. Parts have not been returned for eval as of the date of this report.